Event description:
A customer reported to beckman coulter, inc. (Bec) that synchron cx5 delta clinical system was leaking fluid. The customer stated that the sample wash cup was spraying wash solution and water and also leaking down into the hydropneumatic area. The customer indicated that the instrument was being used for a correlation study and no erroneous patient results had been generated. The customer was wearing gloves, lab coat, and eye protection. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
Bec customer technical specialist (cts) had the customer to shutdown the hydropneumatic and to check the gravity drain line for the sample wash cup. The vent line is where the diluted wash and water have leaked from. The vent line has no filter on it. The cts had the customer check the waste bucket. There was a clog in the waste bucket. The cts had the customer clear the clog, empty the waste and clean up the waste bucket and float. Service was not dispatched for this event. There had been no further leak complaint filed by the customer as of (B)(4) 2011. (B)(4).